Manufacturer narrative:
B5, h10: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridge change errors occurred. Additionally, it was reported that multiple altitude alarms occurred. There was no reported adverse effect to the customer's blood glucose level. Reportedly, the customer reverted to a backup insulin pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred. Additionally, it was reported that multiple altitude alarms occurred. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no reported adverse effect to the customer's blood glucose level.